Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that it was not possible to fixate the impactor on proximal femoral nail anti-rotation blade. The surgeon could not implant the band and had to use another proximal femoral nail anti-rotation blade that was a little longer than desired. The issue with fixation was noticed prior to the procedure; no patient involvement. This report is for an unknown impactor. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown impactor/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.